Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Rep reported revision of right hip due to dislocation.

Manufacturer narrative:
An event regarding disassociation involving an other hip liner was reported. The event was confirmed. Device evaluation and results: the device was not returned however, an image of the revised product was provided. The inner liner is separated from the outer liner and the locking ring is broken. The metal head is still locked in place in the inner liner. The liner has noticeable damage. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "on (B)(6) 2002 she underwent a primary right total hip arthroplasty for a diagnosis of degenerative joint disease of the right hip. On (B)(6) 2015 she had an admission during which a first revision of the right hip was performed on (B)(6) 2015. No operative report for this procedure is available. On (B)(6) 2015 a second revision of the total hip was performed inserting a constrained liner for a diagnosis of anterior dislocation right total hip arthroplasty. The operative report describes general anesthesia and removal of staples and use of the previous incision. The report notes, ¿suffered dislocation of her right hip secondary to poly wear ¿ on postoperative day two ¿ anterior dislocation ¿ acetabular exposure difficult because of patient¿s large size (bmi 54) ¿ head/neck component removed ¿ changed to 50mm constrained liner with 22/plus-5 c-taper head¿. [...] On (B)(6) 2016 another revision of the right hip was performed for which no operative report is available. Labels indicate a 50/22 constrained insert and a 22/plus-5 c-taper lfit head were utilized. Two color photographs of explanted components, one labeled ¿revision done 12/11¿, shows a blood-stained disassociated constrained liner with a 22mm head in the inner bearing and the outer bearing is disassociated with a free locking ring. The second photograph, labeled ¿wrong liner used¿, shows a blood-stained intact constrained liner with the head in the inner bearing. X-ray printout is an undated ap of the right hip and is labeled ¿x-ray with the wrong liner¿. It shows a disassociated and dislocated constrained liner. There are no patient demographics other than a mention of a bmi of 54 on the (B)(6) 2015 operative report representing morbid obesity. There are no operative report of the first, third or fourth revisions and no examination of the explanted components or confirmation of ¿wrong liner used¿. No clinical or past medical history and no serial x-rays are available. Based upon the fragmentary information available for review, no determination can be made for the multiple revisions due to instability of the total hip arthroplasty. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that the constrained liner disassociated from itself however, the exact cause of the event could not be determined because insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Rep reported revision of right hip due to dislocation. Update: two color photographs of explanted components, one labeled ¿revision done 12/11¿, shows a blood-stained disassociated constrained liner with a 22mm head in the inner bearing and the outer bearing is disassociated with a free locking ring.